Event description:
Event description guidant received information that this pacemaker displayed a battery status gauge at 1/4 remaining after only 15 days of implant. The device is not meeting the physician's expectations with respect to longevity. He is concerned that the device is depleting prematurely.